Event description:
Note: this report is being filed for one of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2010-00738 for the associated device information. It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the stent guide catheter stretched as it was retracted for stent deployment. The stent was unable to be deployed. The procedure was complete with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent stuck on wire.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. Visual inspection of this device revealed a kink on the push catheter at approximately 58 centimeters from the distal end of the push catheter. The push catheter was buckled by the hub and the working length was bent. The suture hole on the push catheter was torn. The guide catheter was stretched, buckled and frozen on the guide wire. The suture was not returned for additional evaluation and the stent was not loaded to the delivery system upon received. Functional evaluation could not be performed on this device due to the damages observed upon received. According to the event information, it appears both the guide and the push catheter became damaged at the same time during the procedure probably due to excessive force applied when the physician attempted to retract the guide catheter and deploy the stent. Based on the damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.